Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
An event regarding the use of a scorpio ts baseplate with a scorpio cr insert and a scorpio nrg femoral component was reported. The scorpio/scorpio nrg/scorpios compatibility chart indicates scorpio ts baseplates can only be used with scorpio nrg cr femoral components when a scorpio nrg cr insert is used. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
Two company representatives were discussing with the surgeon during a scorpio revision surgery if the scp cup can be used together with a scp nrg femoral component. The patient has a scp nrg femur/tibia component and now the surgeon revised the tibia with the following components: 77-4005 / 64768250 and 72-12-0512.

Event description:
Two company representatives were discussing with the surgeon during a scorpio revision surgery if the scp cup can be used together with a scp nrg femoral component. The patient has a scp nrg femur/tibia component and now the surgeon revised the tibia with the following components: (B)(4).